Event description:
It was reported that the customer's sensor resulted in her developing an infection near the insertion site. Her blood glucose was 110mg/dl at the time of reporting. Customer was educated about best practices for skin preparation to avoid similar outcomes in the future. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.